Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ileostomy closure, the jaws would not open. The surgeon had to force open the device and it was stopped from being used. No tissue was stuck. Another device was used to finish the surgery. No patient harm.